Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gi procedure on an unknown date and suture was used for anastomosis. On an unknown date, the patient developed an anastomotic leak and was returned to surgery where a 3 inch section was removed. The patient is reported as recovering. Additional information has been requested.